Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient experienced a hyperglycemic coma on (B)(6) 2014. He was transported to the hospital and diagnosed with diabetic ketoacidosis. He was placed on a different infusion device as treatment and used this device from (B)(6) 2014. His blood glucose returned to normal during this time. He restarted his infusion device on (B)(6) 2014. His blood glucose elevated to 27.4 mmol/l (493.2 mg/dl) on (B)(6) 2014. A company representative viewed the infusion device history and found e4 occlusion errors were provided on (B)(6) 2014. The patient confirmed the error messages but did not replace the consumable products. The alleged products were requested for evaluation.